Event description:
Disease in proximal superficial femoral artery (sfa). Device was with advanced wedges retracted and out. Physician noticed the device traveling sideways. Physician noticed perforation at this time (device was tracking inside the vessel at the time of perforation). Physician then used device deflection mechanism to travel inside the vessel and away from the perforation. Then used glide wire and glide catheter to finish treating the patient. The perforation was treated by using a percutaneous transluminal angioplasty (pta) balloon. No patient complications from the procedure.

Manufacturer narrative:
Method: the case information, including device use feedback produced by the event reporter, was used to evaluate the device performance. Results: perforations are defined in the labeling (instructions for use) as a possible complication.